Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. All currents within spec range. The pump trace download analysis confirmed the pump alarmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running. The power management tool confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was received low battery alert. It was reported that after receiving the battery cap, customer got another power errors. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.